Manufacturer narrative:
The product has been returned to the local facility but has not yet been received at the main office for evaluation. Once returned and investigated, a follow-up report will be submitted. (B)(6).

Event description:
The customer reported the rad-97 had a broken speaker. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. The device passed all functional testing. All alarm conditions were audible and visual and the speaker's sound was crisp and clear. The log file was analyzed and several "fatal errors" indicating that a speaker fault was recorded. The unit was placed in a burn-in oven for 18 hours at 35°c and no errors occurred and the speaker remained audible. The customer's complaint was not duplicated. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported the rad-97 had a broken speaker. No consequences or impact to patient were reported.